Event description:
It was reported that the device had no energy output from the paddles or quik-combo therapy cables during a patient event. The patient was not revived. There were no further details on the patient or event provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device verified the reported failure. Physio replaced the therapy pcb and therapy connector receptacle assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be an open via near the j15 connector on the therapy pcb assembly. There was no failure found with the removed therapy connector assembly.